Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Literature citation; beeres, frank j. P. And et al. (2017) "plate fixation of the proximal humerus: an international multicentre comparative study of postoperative complications." Arch orthop trauma surg, (2017) (netherland). This report is for unknown philos humeral plate, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. Implant/explant dates: unknown. Device is not being returned. Part unknown, 510k unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article beeres, frank j. P. And et al. (2017) "plate fixation of the proximal humerus: an international multicentre comparative study of postoperative complications." Arch orthop trauma surg, (2017) (netherland). The study was a retrospective case series of adult consequtive adult patients with proximal humeral fractures treated with a philos locking plate between 2010 and 2014 in two countries, country x and country y. A total of 335 patients with 338 proximal humeral fractures were treated during this time frame. Fifty three (53) patients were excluded from the study consequently 282 patients with 285 fractures were included in the follow ups. All patients had preoperative radiographs (ap and lateral views) and several patients had CT scans additionally for initial evaluations. Post surgery, all patients were evaluated radiographically and clinically at 2 weeks, 6 weeks, 3 months, 6 months and 1 year after surgery. Postoperative complications were divided into implant malfunction and non implant related (serious injury) complications. 45% of patients (127 patients) encountered a complication (total of 196 complications), 80 of which were implant-related and 116 were serious injury related. Implant related complications included plate breakage and subacromial impingement of either plate of bone fragments. Serious injuries included secondary fracture displacement, non-union, malunion, frozen shoulder, bursitis/tendonitis, avascular necrosis of the humeral head, nerve injuries, persistent shoulder pain, superficial and deep infection and revision surgery. It was noted there were more complication in country x than country y. This is report 2 of 2 for (B)(4). This report is for unknown philos plate.